Event description:
Vns patient developed an infection at the pulse generator pocket area. The site was reportdly drained and the patient was prescribed antibiotics. The infection has reportedly resolved.